Event description:
It was reported patient's ipg site was infected and the lead was starting to come through the skin. Investigation was unable to identify which lead attributed to the issue. To address the issue, the patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000176085. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.